Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt and that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer's mother stated that she was trying to clear the no delivery, but it would not stop alarming until she used another battery, which she did not want to do. The most recent blood glucose reading was 204 mg/dl. She noted that the customer's blood glucose levels had been unstable for the last 2 days. It was found that the insulin pump actually delivered the bolus in full. She reported skin infections at the insertion site as well, for which he was hospitalized in december. The caller was advised that the insulin pump delivered the full 4.4 units as programmed, and she was advised that the customer's body position may have been the cause of a slightly bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.